Manufacturer narrative:
Batch review performed on 13 november 2017. Lot 156589: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 13 november 2017 the cleaning and packaging manager performed a preliminary investigation based on the available picture and commented as follows: from the attached picture it was concluded that the failure was evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter stems length as they allow more degrees of freedom for movement within the package. A new packaging has been developed: it contains a tip securing the component that locks in place and can be positioned as appropriate to confidently secure all the stem lengths.

Event description:
During the stem implantation, the surgeon noticed that the device's primary packaging was damaged, it presented an hole. The surgeon removed the stem from the femur and waited the arrival of the back-up implant transported in urgency from the medacta (B)(4) warehouse. This event caused a critical delay in the surgery that was anyway completed successfully.